Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 2.2, lab: 7.5. Date: (B)(6) 2009, inratio: 4.3, lab: 7.5. Original meter to be returned and a new meter sent.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Inratio: 2.2, lab: 7.5, mean: 4.85, confidence limits: 2.6-6.9. Inratio: 4.3, lab: 7.5, mean: 5.90, confidence limits: unable to determine. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy as part of the complaint investigation. Investigation requirements: donor 3, test date: (B)(6) 2009. Donor 1, test date: (B)(6) 2009. Donor 4, test date: (B)(6) 2009. Donor 2, test date: (B)(6) 2009. Serial numbers: returned meter: (B)(4). In-house meter: (B)(4). Type of test: accuracy: retained strip: strip lot: 216971, strip code: dz0l9, quantity: 6. Returned strips: strip lot: na, strip code: na, quantity: na. Comparative system: sysmex 560. Investigation result: the allowable difference between the inratio inrs and sysmex inrs are calculated. The returned meter's inr result does not meet the criteria. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Additional investigation was performed on (B)(6) 2009: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples of strip lot 216971 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Summary: accuracy tests were performed on returned meter and other in-house meters. Results were compared to the ones from sysmex. Intermittent test failure found on returned meter. Further investigation found heater plate and/or control circuit may have been damaged from sample contamination. Intermittent test failure also found on meter memory record. End-user reported test data 4.3 was not found in record. Replacement meter was sent. Further test is not required at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.